Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, serial number: unknown, batch/lot number: unknown, model/catalog description: tined lead, unique identifier (UDI)#: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this implantable neurostimulator began to experienced pain and ineffective therapy. Additionally, the patient had an explant surgery; however, no additional information has been provided. No further patient complications were reported.